Event description:
The user facility reported that a 39 yr old male was implanted with a impella cp for support during high risk cardiac procedure. It was reported that purge system blocked and the patient had oozing at sites. There was a discussion of switching back to bicarb purge solution. Patient eventually explanted independently, and the team withdrew care and also removed extracorporeal membrane oxygenation.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
Investigation summary: no product or logs were returned for evaluation. Major bleed/minor bleed: clinical details noted that patient had oozing from access sites and was taken to CT to check for retroperitoneal bleed, secondary to ECMO cannulas. The cause of the injury was not determined due to insufficient clinical details. Access site adverse event: clinical details noted that patient was oozing from access sites. The cause of the access site adverse event could not be determined as limited clinical details were provided. Purge system blocked: clinical details noted that purge system blocked alarms were noted and tpa was added to purge. Purge values were able to resolve. No additional details were provided. The cause of the purge system blocked could not be determined as no product or logs were returned and limited clinical details were provided. Device history lot: device lot: 1973970. Device history batch: subcomponent lot: n/a. Device history review: pump sn (B)(6) passed all post-sterile inspection checks.